Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while servicing the device, it was observed that the device was getting a check vent: ovp circuit failed" (diagnostic code 1127) which occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. Therefore, the motor controller printed circuit board assembly (pcba) was replaced then the issue was resolved. No other abnormality was confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.